Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 17 months post-implant. It was reported that the pt experienced low speed alarms leading to pump stops when connected to the power module. The alarms reoccurred when the pt blood up from bed or when moving in the bed. The alarms aborted spontaneously when the pt shifted positions. The pt reports not having any symptoms during the event. Additional info received stating the pt's cable was tested with the hospital's system controller and no alarms occurred. An x-ray of the pt's percutaneous lead was viewed by the manufacturer's technical service personnel and no damage was observed. A power module cable with an ungrounded connection was provided and the pt reports no further alarms have occurred.